Event description:
Bilateral silicone breast implants implanted 12/5/91. Patient admitted 4/6/92 for nipple revision and infra-mammary fold recreation and reconstruction. During surgery, implant on left side was found to be ruptured with free silicone found in the breast area. Implant was removed and a saline implant placed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.